Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump was unable to perform the occlusion and excessive no delivery test due to motor error alarm and unable to prime. The insulin pump was unable to verify excessive no delivery alarm due to motor error alarm and unable to prime. The insulin pump received with cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declining to 42 mg/dl. Customer treated their blood glucose with juice. It was also found the customer passed out from their low blood glucose, leading to a hospitalization. The customer also reported experiencing low blood glucose for the past four days. Customer also reported a motor error alarm during a bolus. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The customer's current blood glucose was 68 mg/dl. Customer agreed to return the product for analysis.